Event description:
Related manufacturer reference numbers: 2017865-2019-04952, 2017865-2019-04953, and 2017865-2019-04954. It was reported the patient deceased. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was unknown.

Manufacturer narrative:
A partial lead in two portions measuring 14.5 cm and 23.5 cm were returned. Electrical testing did not find any anomalies except damages that are consistent with procedural damage.